Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5054 implantable pacing lead 2000 (B)(6).

Event description:
It was reported that the right atrial (ra) lead had increased bipolar pacing thresholds. The lead was reprogrammed unipolar for pacing and remains in use. No patient complications have been reported as a result of this event.